Event description:
The device was returned for evaluation. The pneumatic system didn't function as intended and caused pump problem alarm. The user cannot use the pump if the pneumatic system isn't functioning as intended. The investigation confirmed that the pump displayed a pump problem alarm. Pump failed the basic hardware test and indicated a problem with the ipc valve (valve 3). Replaced valve 3 with a known good valve and the pump passed the basic hardware test. Confirmed that the pump no longer displays pump problem alarm and can successfully run an infusion. Recommend pump is sent in for repair and have valve 3 replaced.

Event description:
Customer reports the following: "biomed reported pump problem alarm; no patient harm." Preliminary review indicates that the ipc valve is not opening and that this stopped an active infusion. Reporting due to the referenced technical issue; no adverse effects or serious injuries to the patient were reported. More information is needed to complete the investigation.